Manufacturer narrative:
Concomitant medical products: product ID: 3625, product type: screening device. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that the trial therapy was only working in the patient¿s right leg. Initially in the office stimulation was working in both her left and right side back and legs. Sometime after she got home, it stopped working except for the right leg area. Follow-up determined that the patient had reported full coverage after the trial in recovery. The following day she was only getting stimulation in the right leg. After a reprogramming session she was still only getting stimulation in the right leg. The doctor felt that the lead must¿ve moved. The patient reported significant relief in her right leg. The trial was noted to have been on (B)(6) 2015 and the patient had not decided if they were going to have the implant. Further follow-up was performed to determine if any troubleshooting had occurred and if a cause had been determined. This event will be updated if additional information is received.